Event description:
It was reported that the health care professional (hcp) requested a review of an episode where the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock while holding a non running lawn mower for what appears to be noise. Technical services (ts) provided a review, discussed r waves march through baseline noise until it is oversensed leading to an inappropriate shock. Ts discussed it appeared to be either myopotential noise or electromagnetic interference (emi). Ts recommended testing with isometrics, considering extending smart change and chest x ray if needed. This s-ICD system remains in service. No additional adverse patient effects were reported.